Manufacturer narrative:
Date of event: estimated the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported unspecified failure mode could not be determined. The patient effects of stenosis, ischemia, occlusion, vascular dissection, pseudoaneurysm and hemorrhage are listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. A definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostar device referenced in b5 is filed under a separate medwatch report number. Literature attachment: article title: "vascular complications of proglide versus prostar in transcatheter aortic valve replacement (tavr) procedures: meta-analysis".

Event description:
This study compared the results of transcatheter aortic valve replacement (tavr) procedures using prostar devices versus using proglide devices to close the common femoral artery. The intention of this study was to compare the vascular complication rates between the two devices via metadata analysis. The rate of vascular complications were low in both groups; however for proglide and prostar, included the following: dissection, pseudoaneurysm, bleeding, ischemia, stenosis, occlusion, medical intervention (use of manual compression and additional devices), and surgical intervention. Mechanism of proglide and prostar device failures linked to closure device failures [unspecified failures/failure to achieve hemostasis], which would require medical intervention to achieve hemostasis. The article concluded that the proglide and prostar had comparable rates of vascular complications. However, proglide had less risk of major vascular complications comparted to prostar and the vascular complications of proglide were more likely to require endovascular treatments rather than surgical treatments. Specific patient information is documented as unknown. Details are listed in the attached article, "vascular complications of proglide versus prostar in transcatheter aortic valve replacement (tavr) procedures: meta-analysis.